Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will submitted. The serial number provided by the user facility is not a valid spectrum pump serial number. Attempts have been made to contact the facility to obtain more information without success.

Event description:
This event was reported to baxter under (B)(4), that a spectrum pump delivered at a lower rate or volume than programmed. The customer stated during a secondary infusion, half of the cipro was delivered (programmed amount and delivery rate unknown) and the device was removed. Any patient injury or medical intervention is unknown.